Manufacturer narrative:
Concomitant medical products: product ID; 8780, lot#: none, serial# (B)(4), implanted: (B)(6) 2021 explanted: product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 500mcg/ml at 50mcg/day via an implantable pump. It was reported that per the physician, the patient had multiple fluid collections in the back near the catheter insertion site and in the pump pocket. Fluid collections were drained multiple times but the fluid would continue to collect in the 2 pockets. The patient was not symptomatic of baclofen withdrawal. Post op, the patient¿s mother denied trauma or falls in regards to if there were any environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was on (B)(6) 2021 the patient was taken to operating room to remove fluid collection and add purse string suture per the physician report to stop csf (cerebral spinal fluid) leak. The patient status was noted as alive, with injury, the patient had a seroma form in the pocket and by incision in the back where the catheter was inserted into intrathecal space. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.